Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred. The customer reported an elevated blood glucose level of 241 (mg/dl) that they did not address with any specific treatment. The cartridge was changed and the issue was resolved.